Manufacturer narrative:
The service technician found that the bearing was shattered and the lubrication was broken down. As this is not a repairable device it will be discarded by stryker.

Event description:
It was reported that during service testing at the manufacturer the micro drill medium straight attachment was wobbling, which caused the technician to abort cut testing. The technician also noted that sparks were coming out of the tip of the attachment. There was no patient involvement and no adverse consequences associated with this event.